Event description:
Reportedly, the same file had been opened with the smartview modules v.14 and smartview modules v.16. Different information are displayed - smartview modules v.14: battery screen shows overload and energy stored/delivered: 42j/0j - smartview modules v.16 : battery screen shows 55ohms and energy stored/delivered: 42j/30j.

Manufacturer narrative:
Review of data confirmed the reported issue. When the last shock occurred with overload, on the "battery screen" of the tablet, for impedance shock overload is not displayed, and for energy delivered 0j is not displayed. This issue is due to a software coding error, present in v3.16 software st modules. These information (overload and 0j) are correctly displayed in the "overview screen", on recorded episode and on printout.